Event description:
An article titled ¿laryngeal motility alteration: a missing link between sleep apnea and vagus nerve stimulation for epilepsy¿ was published in 2015 which included adverse events involving 23 vns patients. 23 consecutive patients with medically refractory epilepsy underwent out-of-center sleep testing before and after vns implantation. 8 eligible subjects underwent endoscopic laryngeal examination post-vns implantation. Manufacturer report # 1644487-2015-06755 involves the patient 1 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06757 involves the patient 2 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06758 involves the patient 3 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06759 involves the patient 4 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06760 involves the patient 5 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06761 involves the patient 6 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06763 involves the patient 7 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06764 involves the patient 8 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06765 involves the patient 9 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06766 involves the patient 10 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06767 involves the patient 11 who had laryngeal motility alteration and a new-onset mild/moderate sleep breathing disorder. Manufacturer report # 1644487-2015-06768 involves the patient 12 who had laryngeal motility alteration and a worsening of sleep breathing disorder when already being diagnosed with obstructive sleep apnea. Manufacturer report # 1644487-2015-06769 involves the patient 13 who had laryngeal motility alteration and a worsening of sleep breathing disorder when already being diagnosed with obstructive sleep apnea. Manufacturer report # 1644487-2015-06770 involves the patient 14 who had a new onset of nocturnal seizures after developing obstructive sleep apnea, after vns implantation. The patient had also a laryngeal pattern with vocal cord adduction during vns stimulation, and laryngeal motility alteration. Manufacturer report # 1644487-2015-06771 involves the patient 15 who had a new onset of nocturnal seizures after developing obstructive sleep apnea, after vns implantation. The patient had also a laryngeal pattern with vocal cord adduction during vns stimulation, and laryngeal motility alteration. Manufacturer report # 1644487-2015-06772 involves the patient 16 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06773 involves the patient 17 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06774 involves the patient 18 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06775 involves the patient 19 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06776 involves the patient 20 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06778 involves the patient 21 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06779 involves the patient 22 who had laryngeal motility alteration. Manufacturer report # 1644487-2015-06756 involves the patient 23 who had laryngeal motility alteration.